Manufacturer narrative:
(B)(4). Batch # m93d60. The analysis results found that the er320 device was returned was returned with no damage in the external components. In addition, 1 malformed clip was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 7 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.